Event description:
On (B)(6) 2012, the lay user/patient's caregiver (reporter) contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was in the settings mode. The medical surveillance specialist (mss) was unable to reach the lay user/patient and or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2012. The patient's testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. According to the csr's documentation, at an unspecified time prior to the start of the alleged issue (on (B)(6)) the patient reportedly "almost passed out" and was crossed eyed. The patient's previous blood glucose result (with the subject meter) prior to the onset of his symptom, is not known and it is not clear what action the patient took in response to his previous blood glucose reading. It is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue occurred. At an unspecified time later, the emergency medical services (ems) was contacted, the patient reportedly obtained a reading of "25mg/dl" with the ems's meter, and the patient was administered IV fluids as treatment. It is not clear if the patient received any additional medical intervention after the alleged issue occurred and it is not specified if ems attempted to test the patient with the subject meter. At the time of troubleshooting, the csr noted that the alleged issue was resolved with training. Replacement products were sent to the patient.this complaint is being reported due to the following conclusion: although the patient's reported symptoms occurred prior to the start of the alleged issue, the patient reportedly obtained a reading of "25mg/dl" with the ems's meter and allegedly received treatment from an hcp after the reported meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found, the complaint was not confirmed. The test strips were also returned but did not require evaluation since the alleged issue refers to a meter issue only.if lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.